Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) and external carotid artery (eca) using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician implanted three pod coils in the target vessel. Subsequently, while attempting to insert the fourth coil, a pc400, into the px slim, the physician experienced resistance. Therefore, the pc400 was removed. The procedure was completed using penumbra coils 400 (pc400s), pod coils, and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 revealed a functional device. Further evaluation revealed pusher assembly bends and kinks. If the device is forcefully advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as this may occur. During functional testing, the pc400 was advanced through its introducer sheath and a demonstration lantern with resistance due to the pusher assembly kinks. Some of the bends and kinks may be incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. The root cause of the initial resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.